Manufacturer narrative:
The symptoms appear when the employee is working in the office, and subside when the employee leaves the office. The employee had sought medical attention with a family physician and was diagnosed as having an allergic reaction. The physician prescribed cortizone cream for treatment and referred her to an allergist. The employee is still experiencing a reaction and has not yet made an appointment to see an allergist. The product involved in the alleged incident was not returned; therefore, a retain sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters. In addition, no similar complaints were received with regard to this lot.

Manufacturer narrative:
No further medical attention has been sought by the employee. The office has discontinued use of the product. To date, the employee has fully recovered and is doing fine.

Event description:
A doctor alleged that one (1) employee has experienced a reaction with symptoms of a rash, itching, pain, and irritation on the underside of her forearms after contact with surfaces which had previously been cleaned with cavicide1.